Event description:
The customer reported the device was failing during the opcheck.

Manufacturer narrative:
The customer reported the device was failing during the opcheck. The device was evaluated at philips. The symptom was verified. The device had an intermittent therapy port connection. A broken pin from the therapy cable connector was noted inside the therapy port. The therapy port was replaced to resolve the issue. We are considering this a malfunction resulting from a damaged therapy cable connector.